Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone 16 plus with ios operating system version 18.3.2. The customer was unable to obtain glucose readings or monitor glucose levels due to the customer's utilization of a currently incompatible operating system version. As a result, the customer experienced a loss of consciousness and emergency services were called; however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An incompatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone 16 plus with ios operating system version 18.3.2 and app version 3.6.2.12253. The customer was unable to obtain glucose readings or monitor glucose levels due to the customer's utilization of a currently incompatible operating system version. As a result, the customer experienced a loss of consciousness and emergency services were called; however, no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported incompatible device. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.